Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that eleven (11) luer lock-to-oral slip connectors had "black particles of contamination". This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information :eleven (11) samples were returned for evaluation. All of the samples were labeled for single-use. A visual inspection was performed and noted foreign matter inside the sealed packaging of samples one through six, foreign matter on the packaging of samples seven through nine, and dark foreign matter on the product of sample ten. Foreign matter was not observed for sample eleven. The reported issue was verified for ten (10) of the eleven (11) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.